Event description:
The user facility reported that during a patient procedure their HexaVue IP Custom Room Rack was losing network connection. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A STERIS Service Technician arrived onsite following the reported event to inspect the HexaVue IP Custom Room Rack and found that the UPS component required replacement.The Technician replaced the UPS component, tested the function and operation of the device, confirmed it to be operating to specifications and returned it to service.No additional issues have been reported.